Event description:
Patient with rectal cancer was receiving 5fu, set in the continuous mode at a rate of 14.2 mg/hr and a vtbi of 100 ml. There was 2500 mg of 5fu in 100 ml. When the nurse went to change the weekly bag, she saw the accrued volume, and wanted to take it off, so she unlocked the pump, and reprogrammed it from the beginning, and mistakenly chose to program it in ml's instead of mg's. Therefore, the pump was set up at a rate of 14.2 ml/hr. After 7 hours, the patient called the nurse, and said their bag was dry. There was no negative impact to the patient, and no medical intervention was requested. The patient was monitored closely. Cbc x2 were drawn for 10 days following the event, and no problems were encountered. The patient was taken off the pump for three days. After that time, the patient was given 1/2-dose.